Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a gas leak in the back of a sys during a procedure. The procedure was completed after exchanging the sys. There was no known pt harm.